Event description:
It was reported that the patient's ipg stopped connecting with external devices following an unrelated surgery. Troubleshooting was unable to resolve the issue. Patient does not have therapy. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.